Event description:
It was reported that during photoselective vaporization of the prostate, fiber life kept activating; fiber was not interacting right with the tissue; aiming beam firing out of the front of the tip. The fiber was exchanged and the procedure was completed utilizing a second fiber. Patient outcome: no injury to the patient reported.